Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was naturally removed due to leakage. The cuff was expanded to check for abnormalities, but there was no immediate leakage, but it contracted over time. The patient had no history of using a catheter or having stones. Per follow up information received via ibc on 06jun2024, stated that the place, part, portion of leakage was unknown.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone temp sensing foley catheter. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was naturally removed due to leakage. The cuff was expanded to check for abnormalities, but there was no immediate leakage, but it contracted over time. The patient had no history of using a catheter or having stones. Per follow up information received via ibc on 06jun2024, stated that the place, part, portion of leakage was unknown.